Event description:
It was reported that patient had not felt stimulation the night prior to this report and was implanted a couple a day prior to call. It was noted that for the first 24 hours the therapy worked great - better than pt expected but on the day of the call patient had gone to the bathroom every hour on the hour. It was indicate that patient may have inadvertently shut his therapy off. The patient realized on the call that he has been turning his stimulator off when connecting with his programmer. The patient changed from program 2 @ 5.0 to program 3 @ 3.0 and he could feel stimulation but it was more towards the rectum and stimulation was faint. The patient changed the program 2 @ 5.0 and felt stimulation was very strong at that level, he decreased to 4.7. It was indicated that by the end of the call patient was feeling stimulation again comfortably and issue was resolved. Additional information received 5 days later indicated that patient had loss of therapeutic effect. As it was reported in the previous call, the patient first night he noticed a big difference but then as the night went on his symptom control seemed to decrease. The patient was not sure why he would have had such a change in effect in 1 day. It was noted that patient spoke with his health care provider a day prior to this call regarding the change in effect and was told he was may be changing his programs to often. It was noted that couple days prior to the report he changed his program to 1 and had stimulation set at 4.7 or 4.8. It was indicated that patient felt stimulation more intensely when he lifting his right leg or crossing his right leg over his left. The patient felt stimulation more when he was lying down and he wanted to know if this was "normal". Additional information received later indicated that health care provider was not aware of the event. There was no hospitalization and patient outcome was reported as no ¿injury¿. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that device worked very well for 1st 2nd or 3 weeks. It was noted that the 3rd week he was not feeling like he was getting enough stimulation and he started going to the bathroom more often. The patient started increasing stimulation, when increasing stimulation he noticed an improvement here and there. The patient stated some numbers did not give him any satisfaction. It was reported that program 3 worked better for patient after going through different programs. The patient increased stimulation on the day of the report to 5.2v which was the highest he had ever been and wanted to know how long to stay on that setting. Additional information received reported that patient loss therapeutic effect. The patient stated that his hcp had no one on staff or even had a programmer to do reprogramming. Additional information received reported that the neurostimulator ins/therapy worked for about 2-3 weeks after implant on program 3. After about 3 weeks, his symptoms regressed to the way they were before implant. He tried each program for 1-2 days apiece but got no relief of his ui symptoms. He was getting up every hour at night to use the restroom and has sudden urges during the day to urinate. Sometimes he cannot make it to the bathroom in time. His trial provided 50% reduction of symptoms. The patient was currently on program 3 at 5.5v) information received later indicated that patient was still having concerns regarding their device or therapy but have not sought further help.

Event description:
It was later reported that stimulator had never worked and he had it off. The patient wanted to see if another manufacturer representative was available to do the reprogramming.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va0fxgb, implanted: (B)(6) 2014, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).